Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was spinal pain. It was reported that the patient had a head MRI is because the patient came into the hospital altered and confused. The caller noted they are not sure if the patient is going through opiate withdrawal. It was unknown when these issues started. They then reported the pump is empty and came to the ER with severe pain in her back. The severe back pain started on (B)(6) 2019. The patient had an appointment to get the pump evaluated on (B)(6) 2019 but this has been rescheduled to (B)(6) 2019. The pump is currently empty and the caller does not know why the pump is empty or what medication was last in the pump. During the call they reviewed MRI compatibility information per the caller¿s request. There were no further complications reported/anticipated.